Manufacturer narrative:
Based on the case notes, user reported that the user was not using the system at the time of the hypo event, therefore no hypo alerts can be asserted by the system. There is no system malfunction. There is no further investigation necessary.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020,senseonics was made aware of an adverse event where user experienced hypoglycemia and the system did not alert the user.